Event description:
A 2.5 mm diameter x 12 mm length micro driver rx coronary stent system was inserted into a patient for the treatment of an unknown lesion. The vessel morphology was not reported. It is unknown if the lesion was pre-dilated. It was reported that the physician was unable to cross the lesion. It was reported that the delivery system broke. The lesion was left untreated. The patient reported to be fine. Evaluation summary: medtronic has received the device and its analysis has been completed. The hypotube had detached 21.9cm distal to the strain relief. The remainder of the hypotube was severely bent. There was no evidence of damage to the stent, which was positioned on the un-inflated balloon. There were kinks on the hypotube distal and proximal to the detachment site. Both the distal and proximal ends, at the break site, were oval in shape suggesting that the shaft had been kinked prior to the shaft breaking. Studies completed show that kinking and subsequent re-straightening of the shaft can result in a shaft break; breakages can also occur if product is exposed to bending force during delivery. The nature of the break on the returned device was consistent with the breakages noted in the recreation studies.